Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) noted noise on the lead but hard to identify if the noise is myopotentials or actual lead noise due to lead issue. To discuss with physician. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker system implant was traveling to the united states from an outside country visited a us hospital due to experiencing occasional lightheaded and presyncope symptoms. The pacemaker system was interrogated and found to be exhibiting myopotential oversensing noise on this right atrial (ra) lead. It was believed cause of the ra lead oversensing was due to a lead issue. At this time, the ra lead remains in service. No adverse patient effects were reported.